Manufacturer narrative:
Additional pro code: qrb additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2318700. Model: sc-2318-70 serial: (B)(6). Batch: 5004334 product family: scs-lead fixation upn: m365sc2318700 model: m365sc43180 serial: n/a batch: 35612848.

Event description:
It was reported that the patient experienced an infection after a spinal cord stimulation (scs) permanent trial testing period. The physician does believe that it was a procedure related infection. It is unknown where the infection site was located, what symptoms, if any the patient had, if there were cultures taken, or if the patient was placed on antibiotics. The scs leads and clik anchor were explanted. There were no reported complications post operatively. The explanted devices will not be returned as they were disposed by the medical facility.